Event description:
It was reported that the patient with this right atrial (ra) lead was brought in for a clinic check up and found to have an ra lead micro dislodgement. Atrial sensitivity was decreased to 5 millivolts. This right atrial (ra) lead was surgically revised and remains in service. No additional adverse patient effects were reported.